Event description:
Caller reported a false negative urine hcg result on consult diagnostics hcg cassette vs positive blood work and ultrasound. A pt was tested using the consult diagnostics hcg cassette and observed a negative result. The pt's blood test came back with a positive result. The customer said she did not know exactly but it was a large number around 70,000. An ultrasound was done and showed the pt was about 9-10 weeks pregnant. No other pt info was available.

Manufacturer narrative:
Lot number: hcg1070196; expiration date: july 2013. Control lot: 20miu/ml hcg urine lot: hcg120130-01, 100miu/ml hcg urine lot: hcg120223-01, 244.7iu/ml hcg urine lot: hcg111130-01. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minute read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). The 244.7iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer's observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain product. Results met qc specifications. No false negative was observed. Manufacturing batch record review did not observe failure. Root cause could not be determined from the info provided by the customer. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established. As of (B)(6) 2012 there have been three cases of false negative hcg results for this lot.